Event description:
The lead was explanted on (B)(6) 2011. Fidelis extraction per alert on lead safe sheath broke upon removal- manual cut to sheath to remove from pocket. Recall. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).